Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was fully retracted, and dried blood was noted at the base around the helix. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that body fluid (and/or tissue) inside the helix housing may have contributed to the irregularity in helix function. The sensing issue allegation was not confirmed. Lead resistances measured normal, indicating all conductors were intact, and inspection revealed no abnormalities.

Event description:
It was reported during the implant procedure, the right ventricle (rv) lead took several attempts to position. On the last attempt, poor measurements were observed, and the helix mechanism got stuck and could no longer be moved. The lead was replaced with a new one to complete the procedure. No adverse patient effects were reported.